Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it has been reported that a wax filter fell out of a receiver after repair, and got stuck inside the user's ear canal. The user had noticed there was not a wax filter on the receiver anymore after it came back from repair, so he put a new wax filter on and wore the device the rest of the day. He had noticed that it looked different that it had prior to the repair. When he took the hearing aid off in the evening, he noticed the filter had fallen off. The user's wife was able to see it in the ear canal and could successfully remove it. The user has not seen the hearing care professional (hcp) in person, so the hcp is unsure if there were any further concerns. There is no reports of harm to the user, and no mention of any medical attention being provided. Hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hcp if a foreign object is located in the ear canal. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is final report

Event description:
Estimated date of incident (B)(6) 2025. It was reported that the patient called the hcp this morning and stated that he noticed there wasn't a wax filter on the mold. He put a new one on and then wore the aid for the rest of the day. However, when he put the filter in, he noted that it looked different than it had prior to the repair, but didn't think much about it. However, when he took the aid off last night the wax filter wasn't on the mold and his wife was able to see it in the patients' ear canal. The hcp states she was told that the patients' wife was able to successfully remove the wax filter from the ear, but that she has not seen the patient herself, but assumes it's out as they reported and that there are no further concerns regarding that filter in the ear. The device was just received back from repair. No harm to the user has been reported. 15apr2025. No further follow up has been received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Event description:
Estimated date of incident (B)(6)2025. It was reported that the patient called the hcp this morning and stated that he noticed there wasn't a wax filter on the mold. He put a new one on and then wore the aid for the rest of the day. However, when he put the filter in, he noted that it looked different than it had prior to the repair, but didn't think much about it. However, when he took the aid off last night the wax filter wasn't on the mold and his wife was able to see it in the patients' ear canal. The hcp states she was told that the patients' wife was able to successfully remove the wax filter from the ear, but that she has not seen the patient herself, but assumes it's out as they reported and that there are no further concerns regarding that filter in the ear. The device was just received back from repair. No harm to the user has been reported.